Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 70-year-old patient with a 3300tfx25mm valve model implanted in the aortic position underwent valve explant surgery after an implant duration of five (5) years and eleven (11) months for unknown reason. A 25mm surgical valve was implanted in replacement.

Manufacturer narrative:
Updated section h6 (device code). Added information to section h6 (type of investigation). H3: product evaluation: the device was returned for evaluation. Customer report of explanted for unknown reasons was unable to be confirmed. X-ray demonstrated heavy calcification on leaflet 1 and 2, moderate calcification on leaflet 3 and wireform intact. Extrinsic calcific deposits were observed on the surface of leaflet 1. Leaflet 1 had a 3mm tear near commissure 1. Leaflet 3 had a 3mm tear near commissure 1. Calcification was evident at the tears. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect. Minimal host tissue overgrowth on the commissure 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Wireform was exposed at commissure 1.

Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date) h6 (device code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.